Event description:
Patient reported that her infusion set was leaking. She indicated that her blood glucose was elevated (534 mg/dl). Patient self-treated by changing the infusion set, and bolusing 5u insulin.